Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. The reported malfunction was observed during review of the device data. However, the device was put through extensive testing including shock testing, energy testing, resistance testing, off current testing and mbat testing without duplicating the report. An internal inspection performed found no discrepancies. Review of the log did show the error message reported by the customer. The reported error did not reoccur during testing. The electrode pads used were not returned as part of this investigaiton. Analysis of reports of this type has not identified an increase in trend.